Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) evaluation: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a electrode belt malfunction. Monitor sn (B)(4) evaluation: device evaluation of monitor sn (B)(4) has been completed. As received the monitor fired a zero energy pulse during the pulse test and displayed service code 105 - pulse test relay stuck. Upon investigation there was thermal damage on the ca board. The cause of the failed pulse test is the thermal damaged to the ca board. The root cause of the thermal damage was the high voltage pulse form the defibrillation board passing through the ca board's low voltage ground circuitry. There is no evidence of patient protection being affected in the field, as the patient flags and ECG strip confirms that the patient received a 150j biphasic pulse in the field. There is no evidence that the failure caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient experienced an appropriate treatment event. The lifevest delivered ten treatments between 12:36 am and 1:07 am on (B)(6) 2016. The rhythm at the time of shocks one 1-5 and 7-10 was vf. The post shock rhythm of shocks 3, 4, 7 and 8 was a sinus rhythm. The post shock rhythm of shock two was sinus bradycardia. The rhythm after shock five was asystole with intermittent cardiac activity. The rhythm at the time of treatment six was nsvt. Nsvt and CPR artifact contributed to the false detection. The rhythm after treatment six was nsvt. The response buttons were pressed during the event. The post shock rhythm after the tenth treatment was asystole. CPR artifact indicates resuscitation efforts were made. The patient subsequently passed away. Post-shock asystole is a known potential outcome of defibrillation.